Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, lot# l73872, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The patient was in (B)(6) from 2003-2005. When the patient went back to the doctor in (B)(6), she was told that she was being overdosed; the patient was "getting fentanyl as mg¿. Follow-up is being done to collect additional information regarding this event. If additional information is received, a follow-up report will be sent.